Event description:
As reported, the patient had an original right total knee arthroplasty performed on an unknown date. The patient presented back to the surgeon's office with complaints of stiffness and dissatisfaction with their right total knee. The patient was scheduled for a revision right total knee arthroplasty possible poly swap. The patient was obtained a tibial poly insert swap and patella implant swap. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.